Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was not dropped or exposed to moisture. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button, due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.